Event description:
It was reported that too little air was delivered to the manual bag during manual ventilation. There was no patient harm. (B)(4).

Manufacturer narrative:
Investigation of the reported failure has been completed. The system was investigated by our field service engineer. No fault was found and no parts were replaced. The system functioned without deviations. Evaluation of the received test log shows that a system checkout has failed on one occasion on the manual ventilation leakage test due to the manual ventilation bag flow being too low. After this failing test, the system checkout has been successfully performed several times. Evaluation of the event log for the last treatment period shows that the apl (adjustable pressure limit) settings were changed a number of times in manual ventilation. It is not known if these changes were to check or if it was due to the actual reported failure. The trend log shows that there was a flow being delivered during manual ventilation. However, it is not possible to see if the flow to the manual bag was lower than it should. The root cause of the reported event has not been determined.

Event description:
Manufacturer's reference #: (B)(4).